Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The reporter alleged of having eye irritation, nose irritation, respiratory tract irritation, dizziness, headache, and kidney disease/toxicity lung disease from a trilogy 100 device. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The reporter alleged of having eye irritation, nose irritation, respiratory tract irritation, dizziness, headache, and kidney disease/toxicity lung disease from a trilogy 100 device. Medical intervention was not specified. No additional information can be requested at this time. The ventilator was returned to the product investigation laboratory (pil) for evaluation, and pil was unable to confirm the complaint. During evaluation pil observed contamination in the blower motor. The vent was bench tested which showed that the run in time step was flagged as the hours were lower than the expected testing specs. The clock setting was incorrect. The build dates for the internal and detachable batteries were flagged as being too old. The clock setting and battery build dates were expected as the ventilator took a long while to arrive at the pil and be investigated. Six pprox pressure verify steps failed testing specs due to the defective mt2 sensor on the sensor board. The vent¿s internal foam was black, indicating it was not remediated. The black foam was intact.